Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having an infection and the issue began monday afternoon. The patient stated when they were going to pee they felt like burning and they were constantly trying to go. The patient also stated yesterday they noticed their urine was kind of red. The patient mentioned they went to the emergency room (ER) on tuesday. The patient stated that after the surgery on (B)(6) they received 4 pills of antibiotics which they finished already. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient will received a call tomorrow from their hcp to get an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.